Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had device failed to power on. The unit was completely unresponsive to the power button, and the screen failed to turn on. However, the machine emitted a continuous or intermittent beeping sound. The power source was analysed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not powering on. A field service engineer found that the drawer 3 had a defective drawer boards and interface board and replaced all the defective boards and tested unit in diagnostic hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.